Event description:
It was reported that as the physician was placing all set screws, one screw experienced strippage of the threading. Another of the same device was used to complete the procedure without further incident.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
While it was originally stated that the device was available for evaluation 3 attempts were made with no return of the device. It cannot be determined from the information received if the screw material was deformed or if the material was disassociated and torn from the device. As such this report was created based on the worst case assumption that the thread material was torn from the device. While there was no reported delay in surgery or noted patient harm, broken hardware has been known to result in significant delays in surgery or a portion of the broken thread could remain unconstrained in the patient should the failure recur. A review of the device history record was conducted. The lot was released with no noted non-conformances or issues that could have contributed to the failure described. A 12 month complaint trend analysis on the single inner setscrew family, 179702000 and 179712000, was conducted due to similar design and function. No systemic trend was observed as a result of the analysis. As there have been no issues identified in the manufacturing process nor has a systemic complaint trend been identified this complaint file will be closed with no further action. Should the product become available the complaint file will be re-opened and an evaluation will take place with a follow-up medwatch report as appropriate.

Manufacturer narrative:
An initial report was submitted based on information on hand at the time of reporting as the exact damage was unknown. However, upon receipt of the device, visual examination found the reported damage was to the drive feature and not the threads. As such, this event is considered to be non-reportable. In addition, there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.